Event description:
It was reported that this right atrial (ra) lead suspected to have an issue. Boston scientific technical services (ts) referred the patient to the clinic for further discussed or evaluation of the lead performance. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.